Event description:
It was reported by the patient that whenever the patient does "a little activity or even drive in a bumpy car, I feel my heart rate increase." The patient discussed the heart rate increase with a nurse at the physician clinic and the patient reported that the nurse "could not tell what was wrong" and "the device did not show any recordings." Subsequently, the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.